Manufacturer narrative:
G4: 04mar2020. B4: 11may2020. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the internal battery to address and correct this reported event. The battery was observed to be charging normally, and the device was returned to full functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13feb2020.

Event description:
The customer reported that the ventilator will not boot up. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.